Event description:
A customer reported that during a procedure, a system message displayed which could not be cleared. An alternate system was used to complete the case without harm to the pt.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem, however did observe system message "57 psi out of tolerance" in the event log. The company representative noted the 57 psi regulator was at 64 psi, and replaced it. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).